Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An everflex self-expanding stent was being used in an av fistula. The device was implanted into the patient. After implant it was confirmed that use by date was not identified. Device was used 2 days out of date. Used in an emergency situation. Stent was tracked through a dialysis graft to capture an unfixed ev3 self expanding stent which had jumped. Device was not removed from packaging per IFU and was not prepped per IFU. Device passed through a previously deployed stent. No resistance was experienced. No further clinical sequelae reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.